Manufacturer narrative:
Based on the information provided, review of surgical technique guide, IFU, certificates of analysis and fmea, the most probable root cause is known risk of the surgical procedure and possible patient risk factors. Not related to the implants. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: ifuse implant, p/n 7050-90, lot# 493378, manufactured 08/01/2015, expires 2020-08, (B)(4). Ifuse implant, p/n 7040-90, lot# 493552, manufactured 06/08/2015, expires 2020-06, (B)(4). Ifuse implant, p/n 7035-90, lot# 333349, manufactured 03/11/2015, expires 2020-03, (B)(4).

Event description:
In (B)(6) 2016, the patient underwent an si joint arthrodesis where three implants were placed. The patient had a non-fatal cardiac arrest incident while the surgeon was finishing the procedure. The patient was resuscitated with CPR. The patient had normalized and was doing better the following day. There were no intraoperative complications associated with the implants themselves. The patient had an unanticipated extended stay in the hospital. There were no additional surgical interventions related to the event. The patient's age contributed to an increased risk for the cardiopulmonary arrest.